Event description:
Reportable based on investigation completed on (B)(6) 2015. It was reported that a lost image occurred. During a percutaneous coronary intervention (pci), an opticross¿ imaging catheter was used in order to visualize the unspecified target lesion, however, a lost image occurred. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is good. However, device evaluation revealed of an open hole at the sheath near the lap joint section of the device.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed of an open hole was observed at the sheath near the lap joint section of the device. Impedance testing shows an electrical open at distal wave form. During image characterization testing, no image appeared in the ilab system. Fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing. Based on the x-ray images, no discernible defect could be seen. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).